Manufacturer narrative:
Qn#(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that when "during the catheter insertion procedure, the catheter stuck in sheath. After change the sheath, the catheter also cannot pass. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".